Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 06/3.50 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status is stable.